Event description:
Manufacturer review of the published article entitled "reversible sleep-related stridor during vagus nerve stimulation. Epileptic disord vol 12, no 1. 2010, st louis, e and faber, k" identified that a vns patient developed stridor during sleep when the vns output current was increased from 0.5ma to 0.75ma. The stridor was determined to occur regularly with the vns duty cycle. "Snoring and stridor halted completely during vns deactivation, recurred immediately following resumed vns, and sequential reductions of vns output current to 0.5ma completely obviated stridor." The vns duty cycle was changed to 21 seconds on, 0.8 minutes off to control seizure frequency with change in dose. Two years later, "snoring, stridor, and daytime sleepiness have not recurred, and there has been a 50% reduction in seizure frequency." Due to privacy laws per the author, the author was not able to provide any additional information.